Event description:
It was reported that following a patient event, the device user indicated that only the power button was functional and none of the buttons on the device was responsive. During the patient event, the device functioned normally with no issues reported. The patient only needed monitoring and was not in need of any defibrillation therapy. The customer performed routine testing following the event which is when the device was observed to be unresponsive. Additionally, the physio-control service representative observed the device to be unable to charge defibrillation energy, as the keypad was not responsive. There was no patient use directly associated with the report of the unresponsive device.

Manufacturer narrative:
Physio-control further examined the removed interface pcb assembly and determined that the cause of the reported issue was an integrated circuit (ic) chip, designator u5.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the interface pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.